Event description:
Procedure in the cardiac cath lab. Diagnostic catheter flushed with the heparinized saline after inserted through the sheath and to the aorta artery, physician was unable to draw back blood. Catheter removed and checked a large clot was removed. Diagnosis or reason for use: used during procedure to flush catheters.